Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 411 mg/dl. The customer assisted with troubleshooting. Customer states they removed the battery and the insulin pump was blank. Customer states the display was not blank less than 30 seconds or did not return. Customer states display was blank currently. Customer states they remove the battery and insert battery alarm did not display on the insulin pump screen. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing.